Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited on-site and confirmed that c-arm dust cover loose. Upon troubleshooting, the philips field service engineer (fse) checked the system on-site and found that the monitor boom did not have sufficient clearance and collided with the cable track, which dislodged the cover. To resolve the issue, the fse reattached the cover. The customer will reach out to the monitor boom vendor to explore possible adjustments, and a follow-up visit will be scheduled once this is completed. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm's dust cover came loose, which presents a fall risk. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.